Manufacturer narrative:
Concomitant medical products: product ID: 8709, serial# (B)(4), product type: catheter. Other relevant device(s) are: product ID: 8709, serial/lot #: (B)(4), ubd: 10-oct-2002, (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient receiving an unknown drug at an unknown concentration and dose via an implantable infusion pump. The indications for use were noted to be non-malignant pain and spinal pain. It was reported that the patient had two catheters because the first catheter broke on an "aversion table." The patient explained that the "anti-gravity caused her spine to spread apart." She didn't know the date of occurrence. No other information was provided. No patient symptoms were reported. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a health care provider (hcp) on 2018-nov-15. It was reported that the hcp had no knowledge of the event. The patient's weight was noted as "n/a." No further complications were reported.